Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) touchpad to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc touchpad was analyzed and found the reported complaint was confirmed. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected, no error 75 was found in the error logs. Calibration was done with no issue, it was responsive. The system ran ten power cycles but the reported complaint could not be replicated. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure that error 75 occurred against surgeon side console (ssc) 1. The customer performed a normal power cycle and a hard power cycle of the suspected ssc, but the error continued. The intuitive surgical inc technical support engineer (tse) reviewed the system logs and confirmed the reported error, which pointed to an issue with the ssc touchpad. The customer used the alternate ssc for the procedure, as this was a dual ssc setup. The ports were not in place when the issue occurred.